Event description:
It was reported that the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.